Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The following sections were updated: a1, d4, d10, g4, g7, h2, h3, h4, h6 and h10. The device was returned to an olympus repair center for evaluation. The reported issue was found to be caused by a faulty patient board set (printed circuit board). The patient board set was replaced to address the issue. There was a design change to the operational amplifier of the patient board set. Devices manufactured after the design change were shipped after june 13, 2018. The subject device within this report was manufactured prior to the design change ((B)(6) 2014). The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the image of the subject device was not displayed when the evis 180 series videoscope was connected to the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.